Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unknown failure occurred, however the customer suspects that there was an autofill failure that was generated. This failure occurred at the original facility, during transport (with the flight for life transport team), and again at the customer site. The iab was removed. There was no reported injury to the patient.